Event description:
On (B)(6)2023: pt was in surgery for a hammer toe correction. During the procedure the tip of a screwdriver disintegrated while in the patient's foot. The patient's foot was cleansed out with normal saline and metal debris as found were removed. A second screwdriver that had issues with its tip was found afterwards and removed before being used. Both screwdrivers were removed from the set. The tip of the drivers were both of the same brand/type. They came from the 2.0/3.0 micro asnis set. Stryker 45-20001-gtino4546540534385-1000371261, stryker 45-20001-gtino4546540534385-1000340587. See scanned pages.